Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to open and deploy. The device was removed and burrs noted at both ends. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the lesion was predilated with a balloon catheter. The 4.00 x 24 synergy stent was able to cross the lesion. Once the stent was positioned, the device failed to deploy and was not able to hold pressure during inflation. As per physician, the cause of the device failed to deploy was due to the lesion characteristic.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to open and deploy. The device was removed and burrs noted at both ends. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.